Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that vyxeos and liposomal daunorubicin were infusing through a pump when the set cracked and leaked. There was no patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint that the tubing cracked and leaked could not be confirmed. A picture showing the set inside a biohazard bag was received and no issues were observed. The root cause of this failure was not identified.